Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned with no field allegations. Our records show the patient passed away one year, three months ago, however again, there were no allegations against the device during the implant time or at the time of the patient's death. The device was returned and subject to initial standardized testing. During initial testing, a low battery capacity and shorted condition were detected. Additional testing is being performed.

Manufacturer narrative:
Laboratory testing confirmed an arc mark located on the back of the device casing near the antenna housing. The device was left in monitor + therapy mode at explant and the shorted lead fault was declared more than four months post explant. The device declared end of life (eol) when the following capform had a charge time out and was the reason for the low battery message observed during initial testing. An x-ray confirmed the plasma fuse was blown. This is consistent with damage incurred when the device output is shorted during high voltage shock delivery. Analysis also noted the header was slightly lifted from the device casing, however all connection wires were intact so this would have no impact on therapy delivery. Laboratory technicians confirmed therapy was available during the time the device was implanted.